Event description:
During an in-clinic follow-up, episodes of noise resulting in oversensing were observed on the atrial lead. The atrial lead was explanted and replaced to resolve the event. The patient was in stable condition.